Manufacturer narrative:
This was initially reported on the summary report dated 12/28/2015 under exemption e2013032

Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced an unspecified injury. The mesh remains implanted. Furthermore, it was reported that the plaintiff died. The causes of death were reported as respiratory failure, chronic obstructive pulmonary disease and small cell lung cancer.